Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified device performance issues. During replacement, it was determined that the fluid loss was coming from one cylinder. The procedure was successfully completed without patient complications.